Manufacturer narrative:
The device and the lens were returned loose in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed inside the device. The plunger was retracted to mid-nozzle. The lens was returned outside the device. Viscoelastic was dried on the lens. One haptic was bent in the distal area with the distal haptic tip adhered in dried viscoelastic to the anterior optic edge. The optic anterior edge was nicked. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The exact position of the lens during delivery cannot be determined by the product investigation. The lens was damaged and returned outside the device. The plunger was retracted upon return. The IFU instructs: after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and or pinched and sheared by the moving plunger. Information was provided that the lens was not used and another was opened. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic of the lens was in the wrong position when advanced. The lens was not used and a new lens was used to complete the surgery. There was no patient contact and no patient harm.